Manufacturer narrative:
It is unknown when the event occurred. This report is for a blade - unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intraoperatively it was not possible to lock the proximal femoral blades. This complaint involves 2 parts. (B)(4). This report is for one (1) blade.

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 02.027.036s. Synthes lot number: l426622 release to warehouse date: 06 june 2017 expiry date: 01.may 2027. Manufacturing site: bettlach. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the pfna blade was received in disassembled condition. The visual inspection has shown that the endcap has some marks on the thread, but apart from that the pfna blade components are in good condition. The component parts were assembled and checked for functioning with an impactor 356.823 (sample). Function test showed that the blade could be locked and unlocked as required. The review of the device history record revealed that this implant was manufactured in june 2017. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; the mentioned malfunction could not be reproduced. This complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate